Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 9th complaint for lot # 9078975 for shield tight. This is the 2nd complaint for needle broken. This is the 1st complaint for needle stick injury. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the cap was hard to remove before use, and the needle 23x1-1/4 rb broke off and pricked the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "review case for tpc needle cap was hard to remove on pre-filled syringes and needle would break and stab patient. No other information was provided."